Manufacturer narrative:
No device returned to olympus for eval, and since there was no specific model or lot number provided for device, olympus cannot conclusively determine if the device is an olympus' manufactured device or not. Olympus will continue to investigate this report, and if add'l significant info becomes available at a later time, this report will be supplemented. The filing of this report is not an admission that the device caused or contributed to the reported event.

Event description:
Olympus was informed that a pt underwent a laparoscopic hysterectomy using an unidentified morcellator in 2011. The pt was later diagnosed of cancerous abdominal tumor and underwent aggressive treatment in 2012. The pt underwent a bilateral salpingectomy, oophorectomy and radical excision of pelvic tumor in (B)(6) 2012. The pt was reportedly expired due to a metastatic cervical cancer. Olympus contacted the user facility to obtain add'l info regarding the reported event but with no success.